Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
Communication/interviews: (4111/213): a getinge field service engineer (fse) conversed with the customer's biomedical technician via telephone and asked him to check the o-ring on the helium port on the back of the pump. The biomed tech found the o-ring damaged. An o-ring replacement was sent and replaced by the biomed tech, thereby resolving the reported issue. The fse was advised that the unit was returned to customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a rapid helium leak after the end user replaced a new tank. There was no patient involvement, and no adverse event reported.